Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the screen was damaged. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.